Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached after one day of wear while swimming. The customer felt tired and sick and had contact with a healthcare provider who diagnosed her with diabetic ketoacidosis and was treated with insulin (dose/type unknown) and fluids. There was no report of death or permanent injury associated with this event.